Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a flexible light handle cover was discovered with a seal issue. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a flexible light handle cover was discovered with a potential seal issue. Distributor noted that when pressing on an unopened package of the light handle cover, it appears that air is pressed out of the package. Analysis of the device history recorded was performed. No non-conformance's relating to the issue were noted. Investigation of the reported issue determined that the product pouch was unopened as noted by the distributor. A review of the packaging material indicates that tyvek is a breathable packaging material and would allow air to escape from inside the pouch. Therefore no non-conformance was detected. Reported event is a trait of the packaging configuration. Investigation and memo was submitted to the distributor. No further actions are required. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a flexible light handle cover was discovered with a potential seal issue. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as (B)(4).